Event description:
It was reported that separation occurred after use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, it was reported that occurred with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "have you heard anything about the safety device coming off the eclipse bld collection needles? We have had 5 so far. We also had a push button collection set that leaked from the middle of the line." 1 of 3 complaints, this complaint captures the occurrence on (B)(6) 2019.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and hub/collar separation was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred after use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, it was reported that occurred with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "have you heard anything about the safety device coming off the eclipse bld collection needles? We have had 5 so far. We also had a push button collection set that leaked from the middle of the line." 1 of 3 complaints, this complaint captures the occurrence on (B)(6) 2019.